Event description:
Health care professional reported through clinical study follow-up that approximately 30 months post implant the pt experienced gastrointestinal bleed while taking aspirin as antiplatlet therapy requiring blood transfusions. At the time of the event the pt was hospitalized for multi-organ problems including respiratory failure, pulmonary embolism., and deep vein thrombosis. The valve remains implanted at this time and is functioning as intended.